Manufacturer narrative:
Reference: (B)(4). Customer has not returned the product to orthogeriatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the placement of a response spine construct, it was found that a screw fractured on the right side at l3. The patient underwent a revision procedure to replace the fractured screw and to extend the construct to l4. No additional patient consequences were reported.